Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at an unknown time, resulting as 4.0 inr. At 1:22 p.m., a sample from the patient was tested on the meter, resulting as 4.5 inr. At 1:26 p.m., a sample from the patient was tested on the meter, resulting as 3.3 inr. Within 7 hours of the meter readings, a sample from the patient was tested in the laboratory with an unknown method, resulting as 2.87 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or have his medication changed based on the meter results. The patient's warfarin dose was increased based only on the laboratory result. The patient is currently feeling fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is daily. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any new medications, diet changes, or illnesses. The patient has had no bleeding or bruising. On some occasions, the patient takes longer than 15 seconds to apply a sample to the test strip. On some occasions, the patient also collects samples from the same finger within a 24 hour time period. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.